Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during proximal femoral nail antirotation (pfna) surgery on (B)(6) 2016, the end-cap was not able to be connected to the screwdriver. The surgery was extended for ten (10) minutes due to this event, there was no patient harm reported. This report is 1 of 2 for (B)(4).